Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer stated that they did not want to trouble shoot the insulin pump. The customer was advised to change the reservoir set and the infusion set as soon as possible. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.